Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated pad temperature was not registering in an arctic sun device. Had questions about other settings on the therapy and lock screens. Had them text pictures of therapy screen and lock screen. Confirmed water temperature (wt) 14c was the temperature of the water flowing through the pads and the water flow rate (wfr) below was 1.2 l/m, so therapy was actively running. The device was trying to cool the patient temperature (pt) from 34.1c to 33.5c. Noted trend indicator was missing and there was an hourglass symbol on the lock screen. They were following up with software engineers for additional information. Sn (B)(6).

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The device was not returned. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. No additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated pad temperature was not registering in an arctic sun device. Had questions about other settings on the therapy and lock screens. Had them text pictures of therapy screen and lock screen. Confirmed water temperature (wt) 14c was the temperature of the water flowing through the pads and the water flow rate (wfr) below was 1.2 l/m, so therapy was actively running. The device was trying to cool the patient temperature (pt) from 34.1c to 33.5c. Noted trend indicator was missing and there was an hourglass symbol on the lock screen. They were following up with software engineers for additional information. Sn (B)(6). Per follow up information received via phone on 04sep2025, transferred to charge nurse who stated this device was still out of commission. Per their software engineering department, they did not have the correct software usb. They note the usb they had was out of date and they were requesting an updated one from their representative.